Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator failed to deliver shock when used on a patient. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. The customer declined to answer details regarding the patient and procedure. A philips repair bench technician evaluated the device and was unable to duplicate the issue. The customer declined to answer details regarding the patient and procedure. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator failed to deliver shock when used on a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.